Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system non-dehp solution sets leaked from an unspecified location. The events occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The four (4) devices were received for evaluation. During visual inspection, a blockage was observed at the tip of the chamber in one sample. The cause of the condition was due to traces of solvent blocking the luer. A channel leak was observed at the drip chamber outlet port tubing bond connection in two other devices. The reported condition was verified. The cause of the condition could not be determined. The fourth device did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.